Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel in the left forearm. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.